Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was scheduled to meet with the healthcare professional and manufacturer representative on (B)(6) 2015 to resolve the issue of the patient¿s leg and back pain worsened after falling. When the healthcare professional checked the patient¿s back on (B)(6) 2015, it was determined that the patient only had a deep bruise and it would take time to heal. The manufacturer representative adjusted the patient¿s settings and everything was now fine. It was noted that the patient was very happy that the device worked so well; it had provided the patient with excellent relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had pre-existing pain that had worsened after a fall, and the leg and back issues since the fall were occurring daily. Symptoms reported included leg and back pain on the left side; this was considered a sudden change in therapy/symptoms. It was noted that the issue was not related to positional movement, and there were no recent medical tests or emi environmental exposure. Troubleshooting performed included the patient had increased stimulation with no resolve. The patient was redirected to the healthcare professional to discuss reprogramming and to notify the healthcare professional of the fall so the system could be checked for integrity. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient&#38112;indications for use included non-malignant pain.